Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of extended charge times was confirmed after review of the device diagnostics data. The cause of the extended charge time anomaly was due to an anomalous component.

Event description:
It was reported that the device reached extended charge time while still in the packaging.